Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple error messages then would not boot up. There is no report of patient injury associated with this event.